Manufacturer narrative:
No information on device expiration date. No information on device manufacturing date. Product failed functional testing with nem circuit error. Nem circuit tp3 on rf pcb pn: 550093 is out of spec with 9.44 volt reading causing intermittent fault alarm. Spec is 9.8 to 10.2 volts. Recalibrated nem circuit and unit passed functional testing. Calibration drifted over time identified as the root cause. No corrective action or further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during an acl procedure using an o*generator, vulcan ce had mitek fms hooked up to the dyonics ii power box using mitek interface. A popping noise was heard. When the hand piece, laying on the drape, was checked it was found to be hot and had melted the drape. There was a procedural delay of 10 minutes. The procedure was completed using a back-up device. This incident did not result in any patient injury or complications.